Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2021, the patient reported that infusion set's tubing disconnected from the quick release while the set was changed. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon visual inspection, of the returned used device (1 set) it was found that the glue in the tubing connector was missing. No further information available.